Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that while the boston scientific sales representative was at the hospital for a different patient, the clinician discussed a previous case with her. The clinician stated that when the patient was in the emergency room the device started to pace at 150 ppm and it was noted that the minute ventilation feature was on in the device. Amiodarone was given and the patient was air lifted to a different hospital. No patient data was available as the high rate pacing occurred approximately ten years ago. No additional information is available and the investigation is complete at this time.